Event description:
Ventral hernia mesh patch straps came off of patch and part of mesh fell apart at beginning of implantation procedure. Defective mesh patch was removed, and a replacement patch was procured and implanted without further incident.